Event description:
A tip breakage has been reported.

Manufacturer narrative:
It has been reported that the tip of a seven yr old suture grasper broke, during a surgical procedure of the shoulder. According to the physician, the tip is still in the pt. The device will be provided to the MFR in order to evaluate. When the evaluation will be completed, a subsequent report will be provided to the FDA.